Event description:
The user facility reported that they had peeling of coating, wire is getting stretched easily. Operator tried with new (box) runthrough wire and when problem persist he shifted to competitors' product. The peeled coating may have remained in the patient body. The procedure outcome was not reported. The patient was not harmed..

Manufacturer narrative:
A2: age & date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot# - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. [Cause of occurrence/conclusion] based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: the IFU of this product includes the following warnings. - do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. - do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. See section h10 for related report.